Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks following the implant procedure, the patient presented with loss of capture on the right ventricular (rv) lead. When the system was interrogated, high out of range impedance measurements were also observed on the rv lead. Noise was reproduced by touching the pocket; therefore, a loose connection was suspected. A chest x-ray was performed, but was inconclusive. As a result, a revision procedure was performed. An inappropriate connection was confirmed to be the cause. The rv lead was tested through the pacing system analyzed and again when connected to the device, all measurements were appropriate. As a result, the rv lead and device remain implanted. No additional adverse patient effects were reported.